Event description:
It was reported that the ilet experienced repeated loss of dexcom g7 sensor signal while the dexcom mobile app maintained connectivity, and no adverse events were reported. Symptoms included no reported clinical effects. Outcomes included no functional impairment to the user¿s daily activities and no medical intervention. Investigation included technical troubleshooting and user education, including confirmation of recent firmware update and guidance to pair the sensor with the ilet first to improve connectivity. Investigation of this case revealed intermittent communication disruption limited to the ilet interface, consistent with known transient signal loss behavior reported by the cgm manufacturer. It was concluded that the device functioned within expected parameters for intermittent signal interruptions and that user workflow optimization was indicated.